Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she had issues with the sensors. The sensor was reading low when her blood glucose level was not low. Customer's sensor glucose reading 40 mg/dl but her blood glucose level was 400 mg/dl. The insulin pump alarmed sensor error. The device was not returned.